Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
It was reported that the implantable neurostimulator (ins) pocket was red and inflamed from pressing the recharger on it too hard. In addition there was difficulty maintaining coupling bars.